Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the test cutter could not be locked into place. It was further noted that the pawls and lock cylinder were damaged due to power breaking. In addition the hose had a tear near at the bell housing located below the swivel. The bell housing was also separated from the swivel. It was further determined that the motor had debris. The assignable root cause was determined to be due to worn out motor components caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device did not secure any cutters. During in-house evaluation it was found that the test cutter could not be locked into place. It was further noted that the pawls and lock cylinder were damaged due to power breaking. In addition the hose had a tear near at the bell housing located below the swivel. The bell housing was also separated from the swivel. During repair, it was observed that the motor had debris. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.